Manufacturer narrative:
(B)(4).

Event description:
In a follow up the consumer reported to have glare causing her to be unable to read signs.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A consumer reported being unable to read signs at a distance following cataract surgery with an intraocular lens (iol) implant. She is able to read close up. She will be waiting through the post-operative period of six weeks to see if there is any visual improvement.